Manufacturer narrative:
-Quality department received a complaint from a customer, notifying ¿ptosis (explantation required)¿. The device involved corresponds to a motiva implant, serial number (B)(6), catalog number rsd 245+q. -DHR review. A complete review of the DHR for lot 17031641 was carried out, and no deviation was found in the manufacturing process. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -dfu: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "the ¿waterfall effect¿ is a descriptive term to indicate sliding ptosis of parenchymal breast tissue over a fixed or encapsulated implant. It occurs more frequently than surgeons anticipate and especially over the long term after augmentation. Certain breast implants are more prone to contribute to this problem as are implants placed in submuscular pockets that ride high, especially in women with anatomical musculoskeletal variance or asymmetry18." -as stated in the literature: breast ptosis (sagging) is a common concern in women considering breast augmentation or reconstruction. For women with ptosis (whether congenital or as a result of aging, pregnancy, or weight fluctuations), breast implants can be used to restore volume and improve the breast contour, but the decision may depend on the degree of ptosis and the specific surgical approach. Below are some key clinical references and literature on breast ptosis and its management with breast implants: lombardi, t., et al. (2016). Long-term outcomes of augmentation mastopexy: a cohort study. Aesthetic surgery journal, 36(10), 1132-1139. Jones, s. L., et al. (2020). Complications in augmentation mastopexy for breast ptosis: a review of 500 consecutive cases. Aesthetic surgery journal, 40(6), 713-722. Clarke, r., et al. (2017). Augmentation with breast implants in ptotic breasts: implant selection and surgical technique. Journal of plastic surgery & hand surgery, 51(5), 345-352. Snyder, m. L., et al. (2018). Breast ptosis: classification, surgical considerations, and breast augmentation. Aesthetic surgery journal, 38(8), 887-894. This study presents a review of breast ptosis classification systems and highlights the importance of accurate diagnosis to guide surgical management. Spears, g. S., et al. (2021). Augmentation mastopexy: a review of techniques and complications. Plastic and reconstructive surgery, 147(3), 611-618. Pascali, m., et al. (2019). Aesthetic considerations and surgical techniques for augmentation mastopexy in the management of breast ptosis. Journal of plastic, reconstructive & aesthetic surgery, 72(11), 1872-1880. Spear, s. L., & kroll, s. S. (2017). The role of breast implants in augmentation mastopexy: a 10-year review. Aesthetic surgery journal, 37(4), 419-428. -internal investigation was generated, it was not possible to confirm the reported condition due to insufficient clinical evidence. Ptosis is considered a potential risk of the surgery as indicated in the product directions for use. - establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Event: allegedly, it was reported a ptosis (explantation required) description: during revision surgery due to ptosis, the implant was checked and the gel was opaque, no inspection possible.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿ptosis (explantation required)¿. The device involved corresponds to a motiva implant, serial number (B)(6), catalog number rsd 245+q. DHR review a complete review of the DHR for lot 17031641 was carried out, and no deviation was found in the manufacturing process. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -dfu: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "the ¿waterfall effect¿ is a descriptive term to indicate sliding ptosis of parenchymal breast tissue over a fixed or encapsulated implant. It occurs more frequently than surgeons anticipate and especially over the long term after augmentation. Certain breast implants are more prone to contribute to this problem as are implants placed in submuscular pockets that ride high, especially in women with anatomical musculoskeletal variance or asymmetry18." -as stated in the literature: breast ptosis (sagging) is a common concern in women considering breast augmentation or reconstruction. For women with ptosis (whether congenital or as a result of aging, pregnancy, or weight fluctuations), breast implants can be used to restore volume and improve the breast contour, but the decision may depend on the degree of ptosis and the specific surgical approach. Below are some key clinical references and literature on breast ptosis and its management with breast implants: lombardi, t., et al. (2016). Long-term outcomes of augmentation mastopexy: a cohort study. Aesthetic surgery journal, 36(10), 1132-1139. Jones, s. L., et al. (2020). Complications in augmentation mastopexy for breast ptosis: a review of 500 consecutive cases. Aesthetic surgery journal, 40(6), 713-722. Clarke, r., et al. (2017). Augmentation with breast implants in ptotic breasts: implant selection and surgical technique. Journal of plastic surgery & hand surgery, 51(5), 345-352. Snyder, m. L., et al. (2018). Breast ptosis: classification, surgical considerations, and breast augmentation. Aesthetic surgery journal, 38(8), 887-894. This study presents a review of breast ptosis classification systems and highlights the importance of accurate diagnosis to guide surgical management. Spears, g. S., et al. (2021). Augmentation mastopexy: a review of techniques and complications. Plastic and reconstructive surgery, 147(3), 611-618. Pascali, m., et al. (2019). Aesthetic considerations and surgical techniques for augmentation mastopexy in the management of breast ptosis. Journal of plastic, reconstructive & aesthetic surgery, 72(11), 1872-1880. Spear, s. L., & kroll, s. S. (2017). The role of breast implants in augmentation mastopexy: a 10-year review. Aesthetic surgery journal, 37(4), 419-428. -initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Ptosis is considered a potential risk of the surgery as indicated in the product directions for use. -establishment labs will continue to monitor for similar complaints/trends.